Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/25/2013 with the following findings: the keypad ok button symbol was found to be worn; however no damage was observed to the keypad. During testing, the down arrow and ok keypad buttons were found to be sticking and hyper-responsive/scrolling. The up arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim/faded, discolored and difficult to read. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration of text.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that down and okay buttons were stuck for a month and had worn symbols. The reporter stated that okay button needed to be pushed very hard, and it canceled the bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.